Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. The reported inflation problem was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use and/or during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling and/or manipulation of the device resulted in the noted bunched and torn outer member; thus resulting in the reported leak/inflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with moderate calcification and mild tortuosity tin the left anterior descending coronary artery. The xience sierra stent delivery system (sds) was prepared without issue. The xience sierra sds was advanced but the balloon failed to inflate and blood was noted coming back into the indeflator. Therefore, the sds was removed without issue from the patient anatomy. A new xience sierra sds was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.